Event description:
A healthcare professional reported a cassette did not work. The cassette did not let fluid through well. It is unknown when the issue occurred. Additional information has been requested.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Manufacturer narrative:
Eval summary: the device history record review showed the system and the cassette were released per specs. The returned sample was visually and functionally tested and met specs. The system operator's manual provides the following in regard to insufficient irrigation issues. Probable cause: restriction to irrigation inflow; clogged handpiece or tips; faulty fluidics management system (fms); recommended solutions: check for kinks in irrigation line or twisted infusion sleeve; check handpiece and tips; replace fms. The root cause of the customer's complaint could not be established; the returned sample met specs.

Event description:
A healthcare professional reported that a cassette did not work. The cassette did not let fluid through well. It is unk when the issue occurred. Add'l info has been requested but not received to date.